Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26236. Follow up information identified the patient underwent surgical intervention to remove and replace the leads and anchors due to them have been encapsulated in scar tissue.

Event description:
It was reported the patient is experiencing discomfort at her ipg site. It was noted her ipg is rotating in the pocket causing communication issues with the charging system. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.